Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22852, 1627487-2020-22854. It was reported the patient was not receiving effective stimulation and needed an MRI. Surgical intervention took place wherein the system was explanted to address the issue.